Event description:
It was reported to ferris on march 16, 2026, that polymem silver non-adhesive pad dressing, ref 1124, was used in a new department at a hospital for a burn patient. Staff left the same single dressing in place for 4 days against the directions in the IFU. Reportedly, when the staff removed the dressing after 4 days, there was discharge on the wound site. Additional information has been requested.

Event description:
Additional information received on may 20, 2026 stated the clinic determined "the problem that arose was entirely related to user error." No further information is expected.